Event description:
It was reported that balloon rupture occurred. The target lesion was an in-stent restonosis (isr) of a previously implanted non bsc stent located in the moderately calcified and moderately tortuous superficial femoral artery (sfa). The 6.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation, however, at 12 atmospheres the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded with balloon folds present. Microscopic examination inspection revealed a 2mm longitudinal tear in the balloon wall at the distal markerband in the balloon fold. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was an in-stent restenosis (isr) of a previously implanted non bsc stent located in the moderately calcified and moderately tortuous superficial femoral artery (sfa). The 6.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation, however, at 12 atmospheres the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).